Manufacturer narrative:
Devilbiss healthcare previously reported an oxygen concentrator by a provider who stated that the device will not turn on, made a loud popping noise, and has a burnt odor. The provider reported that there was evidence of heat deformation at the base of the unit. There was no report or evidence of illness, injury, or medical treatment associated with the complaint. The device was returned for evaluation. The popping noise was caused by the circuit breaker activating due to the compressor flow restriction. The interior of the device had evidence of the device being operated in an area where there were cigarettes in use, the tubing was discolored yellow and had a nicotine odor. The compressor was replaced to address the issue.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider, who stated that the device " will not turn on, made a loud popping noise, and has a burnt smell." The provider reported that there was evidence of heat deformation at the base of the unit. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.